Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, shaft separation occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. During preparation, the shaft of the 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail separated when the balloon protector was removed. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, shaft separation occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. During preparation, the shaft of the 3.50mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail separated when the balloon protector was removed. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break at the exchange port. A microscopic examination of the break site found that the extrusion was stretched. Further examinations of the returned device confirmed a kink in the hypotube at 6.5cm distal to the strain relief. An examination of the balloon and blades identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).